Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had the artificial urinary sphincter removed in (B)(6) 2017 as it failed. A new artificial urinary sphincter device was implanted. Additional information received indicated the patient experienced incontinence. The balloon was found to be extruded from retropubic space. No patient injury was reported.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had the artificial urinary sphincter removed in (B)(6) 2017 as it failed. A new artificial urinary sphincter device was implanted. No further information is available at this time. A supplemental report will be submitted should additional information be received or upon device return and completion of analysis.